Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the reported event. A review of the device history records revealed no issues that could have caused or contributed to the increased intra-peritoneal volume (iipv) event. While incorrect disconnect methods could have contributed to the reported issue, per the reporter, the device was not returned and the event history logs were unable to be reviewed; therefore, the event could not be verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a high drain 102 alarm which occurred during the second drain cycle of peritoneal dialysis therapy. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the maximum prescribed fill volume in standard mode. The patient was connected at the time of the alarm. The technical service representative (tsr) assisted the patient with removing the setup. The tsr reviewed the therapy settings and the volumes infused/drained. The ultra filtration (uf) cycle 2 equaled 15079ml. The caregiver stated that the patient disconnected themselves when finishing the second drain, leaving the line in the organizer open. The patient was later told by a renal specialist that this was the reason for the uf value being so high for cycle 2. There was no patient injury or medical intervention reported. No additional information is available.